Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump. After troubleshooting was completed, the 24 hour helpline advised the customer that the alarm was caused by a set/reservoir occlusion. A replacement reservoir is to be sent to the customer. The customer's reported blood glucose value was 110 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.